Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenal cap of a cancer patient on (B)(6) 2010. According to the complainant, the patient had previously undergone radiation therapy; however the exact date could not be confirmed. During the stenting procedure, the patient's anatomy was reported to be tortuous, due to a 3 centimeter stricture located at the superior duodenum. The guidewire was advanced to the distal third portion of the duodenum without issue. The delivery system was inserted into the patient via guidewire, and the stent was successfully implanted. However, when the delivery system was removed from the fully deployed stent, it is possible that the tip caught the stent, because the stent moved proximally. It was reported that the endoscope was used to reposition the stent to the target lesion. The procedure was successfully completed with this device. On (B)(6) 2010, the patient presented with a fever. At this time, it was discovered that the patient sustained a "slight" perforation at the superior duodenum. In the physician's assessment the perforation was related to the stent placement procedure. It was reported that the stent was explanted when the patient underwent a gastrojejunostomy one week post stent placement procedure. The exact procedure date could not be confirmed. The patient is currently being monitored, and her condition post procedure was reported to be "stable".

Manufacturer narrative:
(B)(4)- no code available (medical intervention required;surgery)(B)(4)- no code available (stent positioning/placement issue)a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed, and from the information available, this device was not used per the directions for use (dfu) / product label. The dfu / product label states "caution: a stent cannot be repositioned after the deployment limit marker band has been passed." And "warning: stents cannot be repositioned after complete deployment." However, the complaint states that the implanted stent was repositioned to the target lesion with the distal end of the scope. Based on the evaluation conducted and the details of the complaint, the most probable root cause is use/user error.